Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported aneurysm rupture is a known risk associated with endovascular procedures and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported event.

Event description:
A medical devices vigilance report was received from bfarm. It was reported the guidewire was used during the procedure and three days post procedure the patient experienced aneurysm rupture. No further information is available for now.

Manufacturer narrative:
This is 1 of the 2 reports : the subject device is not available.

Event description:
A medical devices vigilance report was received from bfarm. It was reported the guidewire was used during the procedure and three days post procedure the patient experienced aneurysm rupture. No further information is available for now.